Event description:
Loss of osseointegration. The product has been returned and the material number updated accordingly. The corrected information is provided in this follow up report.

Manufacturer narrative:
The product has been returned and the material number updated accordingly. The corrected information is provided in this follow up report.